Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The activated clotting time (act) was in the range of 200 to 300 seconds and the patient was on warfarin and stopped taking this two days prior to the procedure. The implanting team initially had difficulty engaging the septum and upon crossing of the septum, the team had difficulty exchanging to a double curve watchman access system (was) as the septum was reported to be tough. After repeated attempts with the dilator, the septum was successfully crossed. Upon removal of the non-boston scientific wire, thrombus was identified via echocardiography on the septum at the septal crossing in the right atrium and on the tip of the was. The thrombus was reported to be mobile. An attempt was made to aspirate the thrombus, however, this was unsuccessful. The was pulled back into the right atrium and out of the body. Once removed from the body, an organized thrombus was identified on the outer sheath of the was. The procedure was aborted and the patient was extubated. There were no cognitive defects and the patient was neurologically intact. The patient was discharged home the same day as the aborted procedure.